Manufacturer narrative:
The device was received and evaluated. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. No tears or leaks were observed in the fluid path that would result in fluid leaking from the pod. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. A crack was found on the top housing. It could not be determined when this crack occurred. Inspection of the device along with the data suggest that the crack had no effect on the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 16 mmol/l (288 mg/dl). The patient reported the pod was leaking while worn on the abdomen for between 4 and 24 hours. As treatment, a new pod was applied.